Event description:
It was reported that noise on the atrial channel was causing a short duration automode switching episode.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes that the atrial lead was explanted and replaced on (B)(6) 2014, due to oversensing of noise and low lead impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.2 cm - 8.9 cm, 6.2 cm - 6.5 cm and 6.7 cm - 6.9 cm from the connector pin, due to friction with the device can, exposing the outer coil. The insulation was also abraded at 28.0 cm - 28.4 cm from the distal tip, due to friction with another device. The abrasions could have caused the reported anomalies in the field.